Manufacturer narrative:
Pump received with scramble display problem isolated to lcd board. Failure analysis was unable to verify for battery out of limit alarm due to scramble display. Pump received with minor scratched display window, cracked display window corner, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had a battery out limit alarm. Customer also reported the insulin pump was not functional. The customer's blood glucose was 360 mg/dl. The customer stated the alarm occurred after a battery change. The customer stated the batteries were out of the insulin pump for a greater time than allowed. Customer was advised this was normal insulin pump behavior. The insulin pump will be returned for analysis.